Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see also MFR. Report number 2032227-2013-02841.

Event description:
The customer called to report that he was treated by the paramedics due to low blood glucose levels. The customer was unconscious and his sensor reading at 4:11 am was 49 mg/dl, which most likely meant he was lower than that. The customer stated that he got a low alarm at 1:27 am when his reading was 65 mg/dl. The customer drank juice, then went back to bed. The customer's blood glucose levels were too low to read when the paramedics arrived. Troubleshooting for low blood glucose was not possible as the customer's main concern was that the sensor was not working properly. The customer was advised by the hcp to have the insulin pump and transmitter replaced. Nothing further was reported.